Manufacturer narrative:
After battery installation, device displayed a critical pump error due to corrosion and mold inside the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was in the shower and the insulin pump received a critical pump error alarm. There was no other error reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.